Event description:
The lay user/patient contacted lifescan (lfs) alleging that their ultra link meter does not power on. The patient did not exhibit any symptoms or seek any medical attention due to the alleged issue. The meter does not power on with the power button. The patient was using the correct vial of test strips. The battery contacts were in good condition and the patient replaced the battery as per the owner's booklet. The batteries were correctly installed. Meter was replaced. The complaint is being reported due to the meter not powering on.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned. Lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.